Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead threshold increased and was elevated. The lv lead was reprogrammed. At subsequent follow up visits the lv threshold was noted to be gradually increasing, however, no changes were made. At a later date a device interrogation noted high lv threshold. The lead was reprogrammed. The lv threshold was again noted to be elevated. No action was noted, however, the issue was listed as resolved. The lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.